Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. Concomitant medical products: 5086mri52 lead. (B)(4). This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) early due to increased battery impedance. The device will be replaced. No patient complications have been reported as a result of this event.